Event description:
It was reported that on (B)(6) 2023, a 5-2mm amplatzer piccolo occluder was chosen for implant in a 4 week old, 4.8kg patient for closure of a patent ductus arteriosus (pda). During deployment, the piccolo occluder was too small and pulled through the pda defect. The 5-2mm piccolo occluder was removed from the patient and replaced with a 6mm amplatzer vascular plug ii that also was too small for the defect. The 6mm amplatzer vascular plug ii was replaced with an 8mm amplatzer vascular plug ii that was also too small for the defect. The 8mm amplatzer vascular plug ii was replaced with a 8-6mm amplatzer duct occluder. During deployment, the 8-6mm duct occluder was noted to have a deformation and came out twisted. A decision was made to replace the device with a second 8-6mm duct occluder but this device was also too small for the defect. The second 8-6mm duct occluder was replaced with a 6-4mm amplatzer duct occluder which would not seat properly during deployment and was too small. The 6-4mm duct occluder was then replaced with a 4mm amplatzer muscular vsd occluder. The 4mm muscular vsd occluder also was too small and then replaced with a 10-8mm amplatzer duct occluder but this was too large. The 10-8mm amplatzer duct occluder was replaced for a 6-6mm amplatzer duct occluder ii. During deployment it was noted the device was the wrong shape and would not seat properly. It was then decided the patient would be referred for surgical treatment. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. Two occluders were returned to abbott for investigation without distinction and were tested. The devices met functional specifications when analyzed under non-physiological conditions. Possible causes of device deformity include use of the incorrect size delivery system or anatomical interference. Information from the field did not indicate which size delivery system was used to deploy the devices. However, there was no interaction with cardiac structures and no angulation or kink in the delivery system reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 5-2mm amplatzer piccolo occluder was chosen for implant in a 4 week old, 4.8kg patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter 4.7 mm, length of 10 mm, and diameter at aortic ampulla of 12.7 mm. During deployment, the piccolo occluder was too small and pulled through the pda defect. The 5-2mm piccolo occluder was removed from the patient and replaced with a 6mm amplatzer vascular plug ii that also was too small for the defect. The 6mm amplatzer vascular plug ii was replaced with an 8mm amplatzer vascular plug ii that was also too small for the defect. The 8mm amplatzer vascular plug ii was replaced with a 8-6mm amplatzer duct occluder. During deployment, the 8-6mm duct occluder was noted to have a cobra deformation and came out twisted. It was reported there was no angulation/kink noticed with the delivery system and there was no interaction with any cardiac structures during deployment. A decision was made to replace the device with a second 8-6mm duct occluder but this device was also too small for the defect. The second 8-6mm duct occluder was replaced with a 6-4mm amplatzer duct occluder which would not seat properly during deployment and was too small. The 6-4mm duct occluder was then replaced with a 4mm amplatzer muscular vsd occluder. The 4mm muscular vsd occluder also was too small and then replaced with a 10-8mm amplatzer duct occluder but this was too large. The 10-8mm amplatzer duct occluder was replaced for a 6-6mm amplatzer duct occluder ii. During deployment it was noted the device would not seat properly due to the inherent shape of the occluder. It was then decided the patient would be referred for surgical treatment to close the pda. All devices were removed from the patient prior to release from the delivery cable. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.